Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.

Event description:
Revision surgery due to 45 degree / 25 degree flexion. Surgeon reports that pt has fallen many times on hip.